Manufacturer narrative:
(B)(4). Date sent 8/7/2025 d4 batch #360d55 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc75 device was received with no apparent damage along with two reloads (b and c) returned inside a plastic bag. The reload (b) had the proximal 2 drivers up without staples and the swing tab in the locked position. The reload (c) had the proximal 27 drivers up with the swing tab in the locked position. The reload swing tabs were reset in order to fire the cartridges. The device was tested with the returned reloads and fired without any difficulties. The staple line of the reload (c) was complete, and the staples meet the staple form release criteria. However 1 staples was noted to be missing along the staple line of the reload (b). The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. It is possible that an improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of automated vision system to ensure staples presence; the swing tab is present and unlocked. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 360d55, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 7/10/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.